Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic percutaneous nephrolithotomy, the disposable lithotripsy probe broke in half intraoperatively. The surgeon confirmed that no fragments were retained in the patient, and no patient harm occurred.